Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A suspicion of lead dislodgement was reported. The patient was hospitalized. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Dislodgement was confirmed via x-ray. The lead was explanted on (B)(6) 2023. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.